Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke in two different locations after inflation and during removal. No pt injuries or complications occurred.